Event description:
The customer stated that a piece of the sensor was missing when he removed it from his body. Advised the customer to seek medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.